Event description:
It has been reported to philips that there was a power issue with the system. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips remote service engineer confirmed that the power supply was damaged. The power supply was replaced and the system was returned to use in good working order.